Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when interrogating the device, voltage below 3v. I.e. 2.93 v. The device was not implanted.

Manufacturer narrative:
The device was manufactured on 03 march 2023. The device was not implanted. - on (B)(6) 2025, the battery voltage was measured at 2.93v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis revealed that the last battery reforming was on 07 october 2023, then no battery reforming occurred after this date. The battery curve slope changed several times. Based on files analysis, this device is probably affected by a software bug: a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably at the of end of the year 2023 or at the beginning of the year 2024.

Event description:
Reportedly, when interrogating the device, voltage below 3v. I.e. 2.93 v. The device was not implanted.